Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. What is the procedure date? (B)(6) 2021. What date did the reaction occur on? 3 days post-op. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. Antibiotics prescribed. What is the most current patient status? Good. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Product is not available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2021 and topical skin adhesive was used. Blisters are forming on and around the edges of the adhesive mesh 2-3 days post-op, which later lead to infection and oozing. Antibiotics prescribed as treatment. Additional information has been requested.